Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be determined due to the device not being returned. However, based on feedback from the surgeon the root cause is most likely due to a gap he left between the bone and the plate when placing the plate which allowed movement and resulted in breakage of the screws. Upon hardware removal, it was confirmed the bones were fully fused and healed. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2016 all hardware was removed in a revision surgery on (B)(6) 2017 due to 2 broken screws. Upon hardware removal, it was confirmed the bones were fully fused/healed.